Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field- d9, h3, e1(initial reporter, event site email), e3, h6 (type of investigation) the "start" button on the iabp was pressed several times and the pump restarted within a minute. The charge rn was notified, and the device representative was called and notified of the event. Additionally, based on the alarm the product type would fall under the cardiosave as the cs100 and cs300 do not have the specific alarm verbiage mentioned by the customer. No service has been requested by the customer and no serial number was given by the customer per the field service engineer. Should more information become available, it will be updated accordingly.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h10, h11. Medwatch number was not added or provided in h10 of initial report hence added in this MDR in h10 field.

Event description:
This complaint was received through FDA¿s medsun program. Medwatch report number is (B)(4). The patient's iabp [intra-aortic balloon pump] began alarming at 1424 " gas loss in iab circuit." Several nurses immediately came to bedside and began assessing the patient and troubleshooting. The patient had no change in condition or vitals- pt was alert, oriented, and having no pain. The nurses pressed the "start" button on the iabp several times, and the pump restarted within a minute. No harm reported.

Manufacturer narrative:
Report source is other and medwatch number is (B)(4). Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.